Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged that a continuous pulsating was noticed after the user got out of the pool. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: during investigation, the pump powered on with a clear vibratory alarm. The pump was opened to find moisture damage on the vibration motor, and the piezo. The vibration complaint could not be duplicated.